Event description:
Customer reported the system displayed an error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the quad supply. System operates as intended.